Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where information to judge deviation from the instructions for use (IFU) was not identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: feb 28, 2024 sampling from: all channels cfu: 2cfu bacterial identification: bacillaceae the device was evaluated where no abnormalities were found that could have led to the positive culture. A additional potential adverse event was noted where foreign material remained on the distal end cap cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, for the event of positive in culture testing a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. For the event of foreign material remained on the distal end cap cover, the foreign material could not be identified and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the videoscope tested positive on 13 february, 2024 for 60 colony forming units (cfus) of pseudomonas aeruginosa and 30 cfu's of morganella morganii in the first test. The second test had >250 cfu's of pseudomonas aeruginosa. The third test had 5 cfu's of pseudomonas aeruginosa and 3 cfus of staphylococcus warneri. The fourth test had <1 cfu of an unknown microbe. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.